Event description:
Additional information received that surgical intervention was undertaken wherein the scs ipg was explanted and replaced ((B)(6) 2017) with another model. Issue was resolved with replacement.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. As a result, the scs ipg was inoperable. Surgical intervention may be pending.